Event description:
An assistant reported a patient with superficial punctate keratitis following the use of this product. In a follow up, the ophthalmologist reported the patient had red eyes and keratitis secondary to contact lens wear. The patient was treated with steroid drops and discontinued contact lens wear for two weeks. The event resolved with treatment.

Manufacturer narrative:
Evaluation summary: no lot code was reported or sample provided by the customer for this complaint. No root cause can be determined. Additional information was requested on 01/31/2012, 02/15/2012, and 02/23/2012 by phone, fax, and mail. A completed questionnaire was received on 04/25/2012. (B)(4).